Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) with blood glucose of 232 mg/dl. Current blood glucose was 232 mg/dl. Customers nurse said customer came in nauseated and vomiting and was admitted into the hospital for diabetic ketoacidosis. The blood glucose values are 355 mg/dl and 428 mg/dl at the time of hospitalized. The drive support cap appears normal. The nurse stated she will have to call back need to run a high pressure test and self-test and test to make sure pump delivers. The insulin pump will be returned for analysis.